Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye, noted that one of the legs on the occlude feet of the main body were broken. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. Leak testing and clamp function testing identified a flow through the set with the clamp in the closed position. The reported condition was verified. The cause of the reported condition was, due to the broken occlude feet. However, the cause of the damaged feet could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set experienced free flow while the twist clamp was in the closed position. This was noticed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.